Manufacturer narrative:
The device was manufactured from august 17, 2021 - august 18, 2021. The device was received for evaluation. A visual inspection was performed, and it was noted that fluid was found inside a bag that contained the unit which suggested leak had occurred. The cause of the fluid was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A large volume folfusor was returned for evaluation, and it was observed that the device was leaking due to broken tubing at the solvent-bonded junction of the flow restrictor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured from august 17, 2021 - august 18, 2021. The device was received for evaluation. A visual inspection was performed, and it was noted that fluid was found inside a bag that contained the unit which suggested leak had occurred. The cause of the fluid was due to broken tubing at the solvent-bonded junction of the flow restrictor. The reported condition of leak was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A large volume folfusor was returned for evaluation, and it was observed that the device was leaking due to broken tubing at the solvent-bonded junction of the flow restrictor. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.